Event description:
Additional information received indicates the device again had no ble telemetry. No intervention was reported. There were no patient consequences.

Event description:
It was reported that the patient attempted to present via remote transmission. After several failed attempts, it was determined that the implantable cardioverter defibrillator had not ble telemetry and could not be interrogated. The patient was asymptomatic and would be seen in clinic.